Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they had experienced a hypoglycemic due to the insulin setting being set to high. The battery on the insulin pump were removed and customer was needing assistance with reprogramming the meter. Customer declined troubleshooting for the low blood glucose as he had stated it was due setting on the insulin pump being to high, as customer's health care physician was not as familiar with the customer. Customer provided a blood glucose of 163 mg/dl. The insulin pump is not returning for analysis.